Manufacturer narrative:
Corrected information is provided in section d.4. Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. All surgical systems are verified to meet specifications after installation. Based on the information available, the customer reported event cannot be confirmed. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitreoretinal surgery on the right eye, patient experienced pressure fluctuation in the eye. Although an ophthalmic system had an intraocular pressure compensated infusion option, the pressure fluctuations were drastic. Fluctuations stopped when the mode was turned off. An attempt was made to turn on the intraocular pressure (iop) compensation, but there were even greater fluctuations, so that mode was turned off again. Surgery was completed on the same day with the formation of corneal edema requiring therapy. Current condition of patient is unknown.